Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval: yes. D.10. Date returned to mfg: 2020-09-18. It was reported during spike of bag tubing immediately became separated from the set just below drip chamber. The customer provided a photo of the sample in packaging as well as the affected sample. Failure analysis was done on the sample using the microscope. This analysis found that there was insufficient solvent on the tubing, which was determined to be the root cause of the separation. Insufficient solvent on the tubing between the drip chamber was investigated further after the creation of this batch which was shown to be effective in fixing the issue for batches manufactured after. A device history record review for model ms3500-15 lot number 20043390 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer complaint of separation below the drip chamber was verified. Affected sample was returned and analyzed under the microscope, finding insufficient solvent. This was determined to be the root cause of the separation and has been addressed under the attached CAPA tw 85340.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr separated. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20043390. It was reported during spike of bag it immediately became separated from the set just below drip chamber.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr separated. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20043390. It was reported during spike of bag it immediately became separated from the set just below drip chamber.